Event description:
Customer reported a physicists discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier focus. System operates as intended.